Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eight events were reported for this quarter. Eight devices were received for evaluation. Eight events were confirmed. Five devices were found to be affected by missing components. Three devices were found to be affected by disassembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 8 malfunction events in which the device disassembled. There was no patient involvement; no patient impact.